Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device will not pass boot phase and presented with the rdt philips start-up screen/loading screen and then the device does not progress any further. The device was not in use at the time of the event is unknown and no impact to patient reported.